Manufacturer narrative:
The facts below do not suggest the implant caused or contributed to the event: the implant was returned with a cover screw attached. Visual inspection found no evidence of any damage to the implant. The device history record review for the implant lot was performed and did not identify any non-conformances or any manufacturing deviations which would result in or contribute to this complaint. Complaint and non-conformance reviews did not identify any anomalies or trends. A definitive root cause has not been determined. A clinical evaluation and review of the risk analysis generated the following potential causes which all exist outside the control of zimmer biomet: the osteotomy may have been oversized. The supporting bone thickness below the sinus membrane may have been insufficient/inadequate for primary stability. The incorrect implant diameter was chosen.

Event description:
The dentist reported the implant relocated into the sinus. Sinus lift was performed by the doctor to extract the implant.